Manufacturer narrative:
The subject device was not been returned to omsc for evaluation but was returned to olympus europa (B)(4). The evaluation is in progress currently. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of routine microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been manually reprocessed using peracetic acid. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device. [First time; (B)(6) 2021] all channels: unspecified microbes (1 cfu/100ml). [Second time; (B)(6) 2021] all channels: unspecified microbes (20 cfu/100ml). [Third time; (B)(6) 2021] all channels: unspecified microbes (4 cfu/100ml). The subject devices have not been returned to omsc but were returned to olympus france (ofr). For evaluation. In the evaluation of ofr the following was confirmed; the insertion section had been crushed. There was humidity inside the control section and the eyepiece section. The image guide bundle had been broken more than 50. Ofr sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the all channels of the device. The testing result cleared the french guideline. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.